Event description:
It was reported that the company's cardiac resynchronization therapy defibrillator (crt-d) batteries have been depleting quickly. No additional information was able to be obtained. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).